Event description:
An angioplasty catheter was placed in target lesion, inflated and reportedly burst at 6 atm which was below rated atm of 8. The catheter was removed and the procedure was completed successfully with no pt complications. No other details of the incident were recorded.